Manufacturer narrative:
Philips has investigated this complaint. The customer reported that system does not start. No service has been performed by philips since the issue was not found with the philips system, the issue was with third party vendor system. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The hemodynamic system was not a philips system it is another vendors system. Customer opened call on wrong system. There was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not switching on and off. No harm has been reported to philips.